Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and system board needs replaced to address the issues. Customer does not want any repairs done to the device. Device will be returned unrepaired, information provided that device may not be appropriate for use and device must be fully evaluated prior to any future use.